Manufacturer narrative:
Additional information: b5, d6, g3. Based on the information received, patient medical history was the primary reason to iop increase. MFR# reference: (B)(4).

Event description:
The following additional information was received. Reportedly, the stent positioning did not result in any adverse impact to the patient and the stent positioning was being monitored. According to the surgeon, disease progression was the primary reason for iop increase which was being treated with drops.

Event description:
Through follow-up, the following additional information was received. Reportedly, the patient¿s most current iop is 22 mm hg following a selective laser trabeculoplasty (slt).

Manufacturer narrative:
MFR# reference: (B)(4).

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The IFU notes that the safety and effectiveness of the trabecular micro bypass stent system has not been established for implantation in patient with advanced glaucoma disease. (B)(4).

Event description:
Initially, it was reported that the surgeon would like to discuss the explantation of a trabecular micro bypass stent with glaukos medical monitor. Per report, the patient was referred for a second opinion. Following medical counsel, the doctor reported that a patient with advanced glaucoma presented with ¿stents that were not well positioned, but not freely mobile¿. One (1) sent was observed in ciliary body (cb) and the other placed on the iris with no change in position over the last few visits. The patient¿s iop was reported as ¿uncontrolled¿ and that a secondary surgery may be indicated. The surgeon stated that they could remove the stents at that time. The medical monitor discussed appropriate/necessary reasons to intervene regarding a malpositioned stent in a stable position, including a discussion about the indication for the trabecular micro bypass stents system in patients with mild to moderate glaucoma. Additional information has been requested.